Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital disorder female ("gynaecological disorders"), asthenia ("asthenia"), malaise ("malaise") and visual impairment ("visual disturbances"). The patient was treated with surgery (sub-total hysterectomy with bilateral salpingectomy - performed in 2 steps). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, genital disorder female, asthenia and malaise outcome was unknown and the visual impairment was resolving. The reporter provided no causality assessment for asthenia, genital disorder female, malaise, medical device removal and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 743 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), device breakage ("physician confirmed that implant fragment were completely removed"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue") in a (B)(6) year-old female patient who had essure (batch no. B72678 (invalid)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed". The patient's past medical history included parity 5, breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, hyperleukocytosis, chronic myeloid leukaemia in 2011, breast lump removal in 2008, breast biopsy in 2008, spontaneous abortion (two) and smoker (10 cigarettes per day) in 2010. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergies prior to placement of essure. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. Previously administered products included for an unreported indication: cerazette (desogestrel) on (B)(6) 2013, glivec (imatinib), 400 mg daily in 2011, mirena from 2006 to 2007 and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena and mirena. Family history included family history of cancer (mother: breast cancer when she was (B)(6) year-old). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and the first episode of asthenia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the first episode of fatigue ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit ") and the second episode of asthenia ("weakness "). On (B)(6) 2016, the patient experienced the third episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), malaise ("malaise"), depression ("underlying syndrome of depression"), weight decreased ("weight loss of 15 kg since (B)(6) 2014"), fungal infection ("yeast infection / mycosis"), skin irritation ("irritation") and sleep disorder ("sleep disorder"). The patient was treated with cefixime, nitrofurantoin (furadantine), antidepressants, anxiolytics, nordazepam (nordaz), surgery (subtotal hysterectomy on (B)(6) 2017), surgery (subtotal hysterectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2017, with removal of inserts) and surgery (complete removal of implant fragment). Essure was removed on (B)(6) 2017. In 2017, the syncope, the last episode of fatigue and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, menorrhagia, complication of device removal, the last episode of asthenia, anaemia, malaise, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia and nausea outcome was unknown, the device breakage, escherichia urinary tract infection and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, nausea, pain, pallor, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, visual impairment, weight decreased, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia, the second episode of fatigue and the third episode of asthenia to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with a mirena iud. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number (B)(4)). She underwent sterilization with the essure method, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop the patient¿s bleeding, which had started after placement of the mirena ius. However, the procedure failed since patient continued to experience very heavy menstrual periods for 3 months. The essure inserts were placed in each tubal ostium: on the left, two trailing spires were in the uterine cavity and on the right, one trailing spire. The relief judge noted that the patient¿s leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, the relief judge noted that onset of the patient¿s various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure inserts. On (B)(6) 2017, patient consulted physician and suggested a possible link between placement of the essure inserts and her recurrent episodes of faintness. Between 2015 and 2017, patient was on disability leave several times due to marked fatigue and recurrent episodes of faintness. After removal of the inserts, patient noted very clear improvement in her health status: no more episodes of faintness or of fatigue, return to activities of a normal woman, no more antidepressants or anxiolytics, no more urinary tract infections. Thus, considering herself to be a victim of the device, the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the presence of a causal relationship between placement and use of the essure device and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Haemoglobin - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl; on (B)(6) 2017: 12 g/dl platelet count - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l (normal) smear test - on (B)(6) 2014: no intra-epithelial white blood cell count - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy. Unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. Unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2014, she underwent a cervical smear, which found no intra-epithelial lesions or malignancy. On (B)(6) 2014, the patient consulted physician who noted that: from a strictly haematological standpoint, there is no progression. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. In (B)(6) 2015, the most recent urine culture found escherichia coli. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2016, physician stated: for the rest, urinary tract infection was confirmed with the presence of mannose-sensitive wild-type escherichia coli. In (B)(6) 2016, she underwent echocardiography, which did not find any abnormalities that could explain the recurrent episodes of faintness. On (B)(6) 2016, patient underwent holter ECG. The recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. On (B)(6) 2016, urine culture again tested positive. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, the x-ray showed: ¿presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts present.¿ on (B)(6) 2017, consultation and CT scan with enhancement: a non-negligible part of the inserts on the right and the left remain in place. On (B)(6) 2017, attestation from optician : ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. On an unspecified date, physician confirmed that implant fragment were completely removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), device breakage ("physician confirmed that implant fragment were completely removed"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue") in a (B)(6) year-old female patient who had essure (batch no. B72678 (invalid)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed". The patient's past medical history included parity 5, breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, hyperleukocytosis, chronic myeloid leukaemia in 2011, breast lump removal in 2008, breast biopsy in 2008, spontaneous abortion (two) and smoker (10 cigarettes per day) in 2010. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergies prior to placement of essure. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. Previously administered products included for an unreported indication: cerazette (desogestrel) on (B)(6) 2013, glivec (imatinib), 400 mg daily in 2011, mirena from 2006 to 2007 and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena and mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and the first episode of asthenia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the first episode of fatigue ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit ") and the second episode of asthenia ("weakness "). On (B)(6) 2016, the patient experienced the third episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), malaise ("malaise"), depression ("underlying syndrome of depression"), weight decreased ("weight loss of 15 kg since (B)(6) 2014"), fungal infection ("yeast infection / mycosis"), skin irritation ("irritation") and sleep disorder ("sleep disorder"). The patient was treated with cefixime, nitrofurantoin (furadantine), antidepressants, anxiolytics, nordazepam (nordaz), surgery (subtotal hysterectomy on (B)(6) 2017), surgery (subtotal hysterectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2017, with removal of inserts) and surgery (complete removal of implant fragment). Essure was removed on (B)(6) 2017. In 2017, the syncope, the last episode of fatigue and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, menorrhagia, complication of device removal, the last episode of asthenia, anaemia, malaise, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia and nausea outcome was unknown, the device breakage, escherichia urinary tract infection and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, nausea, pain, pallor, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, visual impairment, weight decreased, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia, the second episode of fatigue and the third episode of asthenia to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with a mirena iud. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number (B)(4)). She underwent sterilization with the essure method, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop the patient¿s bleeding, which had started after placement of the mirena ius. However, the procedure failed since patient continued to experience very heavy menstrual periods for 3 months. The essure inserts were placed in each tubal ostium: on the left, two trailing spires were in the uterine cavity and on the right, one trailing spire. The relief judge noted that the patient¿s leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, the relief judge noted that onset of the patient¿s various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure inserts. On (B)(6) 2017, patient consulted physician and suggested a possible link between placement of the essure inserts and her recurrent episodes of faintness. Between 2015 and 2017, patient was on disability leave several times due to marked fatigue and recurrent episodes of faintness. After removal of the inserts, patient noted very clear improvement in her health status: no more episodes of faintness or of fatigue, return to activities of a normal woman, no more antidepressants or anxiolytics, no more urinary tract infections. Thus, considering herself to be a victim of the device, the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the presence of a causal relationship between placement and use of the essure device and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Haemoglobin - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl; on (B)(6) 2017: 12 g/dl. Platelet count - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l (normal) smear test - on (B)(6) 2014: no intra-epithelial white blood cell count - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l. The 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy. Unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. Unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2014, she underwent a cervical smear, which found no intra-epithelial lesions or malignancy. On (B)(6) 2014, the patient consulted physician who noted that: from a strictly haematological standpoint, there is no progression. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. In (B)(6) 2015, the most recent urine culture found escherichia coli. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2016, physician stated: for the rest, urinary tract infection was confirmed with the presence of mannose-sensitive wild-type escherichia coli. In (B)(6) 2016, she underwent echocardiography, which did not find any abnormalities that could explain the recurrent episodes of faintness. On (B)(6) 2016, patient underwent holter ECG. The recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. On (B)(6) 2016, urine culture again tested positive. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, the x-ray showed: ¿presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts present.¿ on (B)(6) 2017, consultation and CT scan with enhancement: a non-negligible part of the inserts on the right and the left remain in place. On (B)(6) 2017, attestation from optician : ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. On an unspecified date, physician confirmed that implant fragment were completely removed. Quality-safety evaluation of ptc: unable to confirm complaint. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-feb-2018 for the following meddra preferred term: allergy to metals ¿ analysis in the global safety database revealed 375 cases. Pain ¿ analysis in the global safety database revealed 414 cases. Abdominal pain ¿ analysis in the global safety database revealed 1.942 cases. Device breakage ¿ analysis in the global safety database revealed 2.179 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2018: quality-safety evaluation of ptc. On 13-feb-2018: after internal review dsil were updated and dsil text was also added to the narrative. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), device breakage ("physician confirmed that implant fragment were completely removed"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated by recurrent utis"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue / under essure, she could not recover after rest, her fatigue was perfectly unusual and very disabling everyday") in a 43-year-old female patient who had essure (batch no. B72678 (invalid)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed". The patient's past medical history included multi gravida, parity 5 ((date of births: first child (female) on (B)(6) 1989, second child (male) on (B)(6) 1990, third child (male) on (B)(6) 1992, fourth child (female) on (B)(6) 1995, and fifth child, born on (B)(6) 1996. Adoption in (B)(6) 2008.), breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, fatigue, hyperleukocytosis, chronic myeloid leukaemia in 2011, breast lump removal in 2008, breast biopsy in 2008, spontaneous abortion (2 spontaneous abortion) and smoker (10 cigarettes per day) in 2010. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On 07-feb-2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In sep-2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. No known allergy in aug-2014. Previously administered products included for an unreported indication: cerazette (desogestrel) on 30-oct-2013, glivec (imatinib), 400 mg daily in 2011 and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 2 months 28 days after insertion of essure, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia. In (B)(6) 2014, the patient experienced weight decreased ("weight loss of 15 kg since (B)(6) -2014/ marked changes in weight"). On the same day, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced the first episode of asthenia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the first episode of fatigue ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). On (B)(6) 2015, the patient experienced malaise ("malaise / vagal malaise in stres situation"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) -2016, the patient experienced skin irritation ("irritation"). On (B)(6) 2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit") and the second episode of asthenia ("weakness"). On (B)(6) 2016, the patient experienced the third episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) -2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling with no specific signs in right uterin") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), depression ("underlying syndrome of depression / was deeply affected physically and psychologically by what she experienced since essure placement"), fungal infection ("yeast infection / mycosis"), sleep disorder ("sleep disorder") and weight increased ("weight gain of 20 kg despite healthy diet"). The patient was treated with cefixime, nitrofurantoin (furadantine), antidepressants, anxiolytics, nordazepam (nordaz), duloxetine hydrochloride (cymbalta), surgery (subtotal hysterectomy on (B)(6)2017), surgery (subtotal hysterectomy on (B)(6) (2017), surgery (bilateral salpingectomy on (B)(6)2017, with removal of inserts) and surgery (complete removal of implant fragment). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia had resolved. In 2017, the syncope, the last episode of fatigue and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, complication of device removal, the last episode of asthenia, anaemia, malaise, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, skin irritation, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia, nausea and weight increased outcome was unknown, the device breakage, escherichia urinary tract infection and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, nausea, pain, pallor, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, visual impairment, weight decreased, weight increased, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia, the second episode of fatigue and the third episode of asthenia to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with mirena. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number bfr-2018-fr-000459). She underwent sterilization with the essure, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop patient¿s bleeding, which had started after placement of the mirena. However, the procedure failed since she continued to experience very heavy periods for 3 months. The essure inserts were placed in each tubal ostium: on the left, 2 trailing spires were in the uterine cavity and on the right, 1 trailing spire. The relief judge noted that her leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, it was noted that onset of her various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure. On (B)(6) 2017, she consulted physician and suggested a possible link between placement of essure and her recurrent episodes of faintness. Between 2015 until (B)(6) 2017, was on sick leave several times due to marked fatigue and recurrent episodes of faintness. After removal, she noted very clear improvement in her health status, and return to activities of a normal woman. Nowadays, she had a lot of difficulties to fall asleep. Her sleep is highly disturbed and nightmares related to the "loss" of her genitals organs are recurrent. Psychologist saw the patient on (B)(6) 2018 for anxio-depressive disorder due to surgeries and which she was not able to accept. Psychotherapy will be initiate on (B)(6) 18. Thus, she decided to file an application to request designation of an expert capable of adjudicating on presence of a causal relationship between placement and use of essure and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Haemoglobin - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl; on (B)(6) 2017: 12 g/dl platelet count - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l (normal) smear test - on (B)(6) 2014: no intra-epithelial white blood cell count - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy. Unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. Unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) -2014, she underwent a cervical smear, which found no intra-epithelial lesions or malignancy. On (B)(6) 2014, the patient consulted physician who noted that: from a strictly haematological standpoint, there is no progression. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. In apr-2015, the most recent urine culture found escherichia coli. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2016, physician stated: for the rest, urinary tract infection was confirmed with the presence of mannose-sensitive wild-type escherichia coli. In (B)(6) 2016, she underwent echocardiography, which did not find any abnormalities that could explain the recurrent episodes of faintness. On (B)(6) 2016, patient underwent holter ECG. The recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. On (B)(6) 2016, urine culture again tested positive. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, the x-ray showed: ¿presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts present.¿ on (B)(6) 2017, consultation and CT scan with enhancement: a non-negligible part of the inserts on the right and the left remain in place. On (B)(6) 2017, attestation from optician : ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on 15-jun-2017. On an unspecified date, physician confirmed that implant fragment were completely removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: reporter's information was updated, and treatment drug "cymbalta" was added. Furthermore the onset date of ¿malaise¿, ¿irritation¿, ¿escherichia urinary tract infection¿ and ¿weight loss¿ were updated, the outcome for the event ¿menorrhagia¿ was provided and the event ¿weight gain¿ was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('suspected intolerance to nickel in essure inserts'), pain ('pain'), abdominal pain ('abdominal pain following hysterectomy, x-ray found essure tubal inserts present'), device breakage ('physician confirmed that implant fragment were completely removed'), escherichia urinary tract infection ('recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection'), weakness worsened ('asthenia, persistent, aggravated by recurrent utis'), syncope ('recurrent episodes of faintness') and fatigue extreme ('major fatigue / under essure, she could not recover after rest, her fatigue was perfectly unusual and very disabling everyday') in a 43-year-old female patient who had essure (batch no. B72678 (invalid)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy". The patient's medical history included chronic myeloid leukaemia in 2011, asthenia in 2011, breast biopsy in 2008, breast nodule (operated for resection of a nodule in the right breast) in 2008, breast lump removal in 2008, multi gravida, parity 5 ((date of births: first child (female) on 01-mar-1989, second child (male) on 07-nov-1990, third child (male) on 19-feb-1992, fourth child (female) on 09-jan-1995, and fifth child, born on 25-sep-1996. Adoption in jan-2008.), fatigue, hyperleukocytosis, spontaneous abortion (2 spontaneous abortion), smoker (10 cigarettes per day) in 2010 and parity 4. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On 07-feb-2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In sep-2011 platelet count: 20000. In sep-2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. On an unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. No known allergy in aug-2014. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On 26-sep-2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On 12-mar-2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. On 05-feb-2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On 26-feb-2016, physician confirmed that there was no thyroid function disorder. On 23-feb-2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from 24-feb-2017 stated: only one essure device found. On 05-jul-2017, attestation from optician: ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on 15-jun-2017. Previously administered products included for an unreported indication: cerazette (desogestrel), glivec (imatinib), 400 mg daily and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old), multiple sclerosis (mother) and bone cancer (mother). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and inflammation, 2 months 28 days after insertion of essure. In august 2014, the patient was found to have weight decreased ("weight loss of 15 kg since aug-2014/ marked changes in weight"). On (B)(6) 2014, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In november 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced weakness worsened (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). In 2015, the patient experienced anxiety ("anxiety") and depression ("underlying syndrome of depression / was deeply affected physically and psychologically by what she experienced since essure placement"). On (B)(6) 2015, the patient experienced tiredness ("tired"). In september 2015, the patient experienced eczema ("episodes of eczema"). On (B)(6) 2015, the patient experienced presyncope ("malaise / vagal malaise in stres situation / recurring malaise / episodes of malaise"). In october 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced skin irritation ("irritation"). On 5-feb-2016, the patient experienced fatigue extreme (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit") and weakness ("weakness"). On (B)(6) 2016, the patient experienced feelings of weakness ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In february 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In may 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling with no specific signs in right uterin"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fungal infection ("yeast infection / mycosis") and sleep disorder ("sleep disorder") and was found to have weight increased ("weight gain of 20 kg despite healthy diet"). The patient was treated with antidepressants, anxiolytics, cefixime, duloxetine hydrochloride (cymbalta), nitrofurantoin (furadantine), nordazepam (nordaz) and surgery (bilateral salpingectomy on (B)(6) 2017, with removal of inserts, complete removal of implant fragment and subtotal hysterectomy on (B)(6) 2017 (leaving the cervix in place), without removing fallopian tubes). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia had resolved. In 2017, the syncope, fatigue extreme, tiredness and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, device breakage, escherichia urinary tract infection, weakness worsened, feelings of weakness, anaemia, presyncope, anxiety, cystitis, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, skin irritation, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia, nausea, weakness and weight increased had resolved, the complication of device removal outcome was unknown and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, anxiety, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, menorrhagia, nausea, pain, pallor, presyncope, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, tiredness, visual impairment, weakness worsened, weight decreased, weight increased, fatigue extreme, weakness and feelings of weakness to be related to essure. The reporter commented: in the past, on 04-jan-2006, she had been fitted with mirena. On 10-oct-2007, the iud was removed due to metrorrhagia (case reference number (B)(4). She underwent sterilization with the essure, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop patient¿s bleeding, which had started after placement of the mirena. However, the procedure failed since she continued to experience very heavy periods for 3 months. Essure inserts were placed in each tubal ostium: on the left, 2 trailing spires were in the uterine cavity and on the right, 1 trailing spire. The relief judge noted that her leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, it was noted that onset of her various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure. On 10-jan-2017, she consulted physician and suggested a possible link between placement of essure and her recurrent episodes of faintness. Between 2015 until 31-jul-2017, was on sick leave several times due to marked fatigue and recurrent episodes of faintness. After removal, she noted very clear improvement in her health status, and return to activities of a normal woman. The expert considers that there is no evidence to support the causal relationship between essure medical device and disorders the expert emphasizes the psychological impact sterilization however the expert considers that the second intervention should not have been done that the hospital center made a mistake, leading to aesthetic damage moral damage related to second intervention, as well as some sick leaves. On 09-jun-2017: resolution of all symptoms presumed related to implants. On 01-mar-2019, gynaecological consultation: examination normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - on 23-may-2017: a non-negligible part of the inserts on the right and the left remain in place.; on 16-may-2017: abdominal-pelvic CT scan - indication: study location of essure implants after hysterectomy. Conclusion: the 2 essure implants can be seen in the pelvic cavity in the center and slightly more left laterally.. Culture urine - in april 2015: escherichia coli. Electrocardiogram ambulatory - on 10-may-2016: the recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness.. Haemoglobin (g/dl) - on 12-mar-2015: 12.5 g/dl; on 03-sep-2015: 12.5 g/dl; on 05-feb-2016: 12.3 g/dl; on 01-jul-2016: 12.4 g/dl. Nuclear magnetic resonance imaging - on 13-mar-2019: cervical spine MRI scan - indicated for assessment of diffuse paraesthesia. Looking for any spinal cord compression. Conclusion: no spinal cord compression detectable.. Platelet count (giga/l) - on 13-mar-2015: 219 giga/l; on 03-sep-2015: 227 giga/l; on 05-feb-2016: 260 giga/l; on 01-jul-2016: 280 giga/l; on 10-jan-2017: 232 giga/l; on 27-feb-2017: 320 giga/l. Smear cervix - on 17-oct-2014: no intra-epithelial lesions or malignancy.. Smear test - on 17-oct-2014: results: no intra-epithelial. Ultrasound pelvis - on 13-jan-2017: normal. Ultrasound scan - on an unknown date: unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. White blood cell count (/l) - on 12-mar-2015: 5400 /l; on 03-sep-2015: 4800 /l; on 05-feb-2016: 5100 /l; on 01-jul-2016: 5200 /l; on 10-jan-2017: 4900 /l. X-ray - on 03-apr-2017: results: presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts. Present. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: information received via legal department. Resolution of all symptoms presumed related to implants. Lab tests/ exams received: new documents include a pelvic ultrasound from january2017, an abdominal CT-scan from may 2017, a pelvic ultrasound from june 2018 for vaginal bleeding, hormone tests from january 2019 not showing any signs of menopause, a cervical swab from march 2019 showing a low-grade lesion according to the 2014 bethesda classification and cervicalspine MRI scan from march 2019 confirming there is no spinal cord compression. These new documents do not provide any further clarification to the file. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('suspected intolerance to nickel in essure inserts'), pain ('pain'), abdominal pain ('abdominal pain following hysterectomy, x-ray found essure tubal inserts present'), device breakage ('fragment of essure found in tubes'), escherichia urinary tract infection ('recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection'), weakness worsened ('asthenia, persistent, aggravated by recurrent utis'), syncope ('recurrent episodes of faintness') and fatigue extreme ('major fatigue / under essure, she could not recover after rest, her fatigue was perfectly unusual and very disabling everyday') in a 43-year-old female patient who had essure (batch no. B72678 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy". The patient's medical history included chronic myeloid leukaemia in 2011, asthenia in 2011, breast biopsy in 2008, breast nodule in 2008, breast lump removal in 2008, multi gravida, parity 5 ((date of births: first child (female) on (B)(6) 1989, second child (male) on (B)(6) 1990, third child (male) on (B)(6) 1992, fourth child (female) on (B)(6) 1995, and fifth child, born on (B)(6) 1996. Adoption in (B)(6) 2008.), fatigue, hyperleukocytosis, spontaneous abortion (2 spontaneous abortion), smoker (30 cigarettes per day from 2009 to 2010 and then 10 per day since 2014) in 2010, vaginal delivery and alcohol use. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. On an unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. No known allergy in (B)(6) 2014. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, attestation from optician: ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. Previously administered products included for an unreported indication: cerazette (desogestrel), glivec (imatinib), 400 mg daily and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old), multiple sclerosis (mother) and bone cancer (mother). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. In (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and inflammation, 2 months 28 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight decreased ("weight loss of 15kg-18kg since (B)(6) 2014/ marked changes in weight"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion/ abundant periods"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced weakness worsened (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). In 2015, the patient experienced anxiety ("anxiety") and depression ("underlying syndrome of depression / was deeply affected physically and psychologically by what she experienced since essure placement"). On (B)(6) 2015, the patient experienced tiredness ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). On (B)(6) 2015, the patient experienced presyncope ("malaise / vagal malaise in stres situation / recurring malaise / episodes of malaise"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced skin irritation ("irritation"). On (B)(6) 2016, the patient experienced fatigue extreme (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit") and weakness ("weakness"). On (B)(6) 2016, the patient experienced feelings of weakness ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling with no specific signs in right uterin"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fungal infection ("yeast infection / mycosis"), sleep disorder ("sleep disorder"), dizziness ("repetitive dizziness") and persistent depressive disorder ("dysthymic syndrome") and was found to have weight increased ("weight gain of 20 kg despite healthy diet"). The patient was treated with antidepressants, anxiolytics, cefixime, duloxetine hydrochloride (cymbalta), nitrofurantoin (furadantine), nordazepam (nordaz) and surgery (complete removal of implant fragment and subtotal hysterectomy on (B)(6) 2017 (leaving the cervix) with tubes resection, without removing tubes). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia had resolved. In 2017, the syncope, fatigue extreme, tiredness and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, device breakage, escherichia urinary tract infection, weakness worsened, feelings of weakness, anaemia, presyncope, anxiety, cystitis, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, skin irritation, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia, nausea, weakness and weight increased had resolved, the complication of device removal, dizziness and persistent depressive disorder outcome was unknown and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, anxiety, complication of device removal, cystitis, depression, device breakage, dizziness, eczema, escherichia urinary tract infection, fungal infection, menorrhagia, nausea, pain, pallor, persistent depressive disorder, presyncope, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, tiredness, visual impairment, weakness worsened, weight decreased, weight increased, fatigue extreme, weakness and feelings of weakness to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with mirena. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number bfr-(B)(4)).she underwent sterilization with the essure, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Novasure method was performed in order to stop patient¿s bleeding, which had started after placement of the mirena. However, the procedure failed since she continued to experience very heavy periods for 3 months. Essure inserts were placed in each tubal ostium: on the left, 2 trailing spires were in the uterine cavity and on the right, 1 trailing spire. The relief judge noted that her leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, it was noted that onset of her various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure. On (B)(6) 2017, she consulted physician and suggested a possible link between placement of essure and her recurrent episodes of faintness. Between 2015 until (B)(6) 2017 was on sick leave several times due to marked fatigue and recurrent episodes of faintness. After tubes resection and essure removal, she noted very clear improvement in her health status and returned to activities of a normal woman. The expert considers that there is no evidence to support the causal relationship between essure medical device and disorders. The expert emphasizes the psychological impact sterilization. However the expert considers that the second intervention should not have been done that the hospital center made a mistake, leading to aesthetic damage moral damage related to second intervention, as well as some sick leaves. On (B)(6) 2017: resolution of all symptoms presumed related to implants. On (B)(6) 2019, gynaecological consultation: normal examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - on (B)(6) 2017: abdominal-pelvic CT scan - indication: study location of essure implants after hysterectomy. Conclusion: the 2 essure implants can be seen in the pelvic cavity in the center and slightly more left laterally.; on (B)(6) 2017: a non-negligible part of the inserts on the right and the left remain in place.. Culture urine - in (B)(6) 2015: escherichia coli. Electrocardiogram ambulatory - on (B)(6) 2016: the recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness.. Haemoglobin (g/dl) - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl. Nuclear magnetic resonance imaging - on (B)(6) 2019: cervical spine MRI scan - indicated for assessment of diffuse paraesthesia. Looking for any spinal cord compression. Conclusion: no spinal cord compression detectable.. Platelet count (giga/l) - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l. Smear cervix - on (B)(6) 2014: no intra-epithelial lesions or malignancy.. Smear test - on (B)(6) 2014: results: no intra-epithelial. Ultrasound pelvis - on (B)(6) 2017: normal. Ultrasound scan - on an unknown date: unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. White blood cell count (/l) - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l. X-ray - on (B)(6) 2017: results: presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts. Present. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2019: new reporters (lawyer and physician); medical history/concomitant condition (occasional alcohol use); new adverse events (repetitive dizziness and dysthymic syndrome); and previously reported adverse event update (from physician confirmed that implant fragment were completely removed to fragment of essure found in tubes). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), device breakage ("physician confirmed that implant fragment were completely removed"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated by recurrent utis"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue / under essure, she could not recover after rest, her fatigue was perfectly unusual and very disabling everyday") in a 43-year-old female patient who had essure (batch no. B72678 (invalid)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy". The patient's medical history included multi gravida, parity 5 ((date of births: first child (female) on (B)(6)1989, second child (male) on (B)(6)1990, third child (male) on (B)(6)1992, fourth child (female) on(B)(6)1995, and fifth child, born on (B)(6)1996. Adoption in jan-2008.), breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, fatigue, hyperleukocytosis, chronic myeloid leukaemia in 2011, breast lump removal in 2008, breast biopsy in 2008, spontaneous abortion (2 spontaneous abortion) and smoker (10 cigarettes per day) in 2010. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On(B)(6)2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6)2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In sep-2011 platelet count: 20000. In sep-2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. On an unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. No known allergy in aug-2014. On (B)(6)2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6)2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6)2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. On (B)(6)2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6)2016, physician confirmed that there was no thyroid function disorder. On (B)(6)2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6)2017 stated: only one essure device found. On (B)(6)2017, attestation from optician: ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6)2017. Previously administered products included for an unreported indication: cerazette (desogestrel), glivec (imatinib), 400 mg daily and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6)2014, the patient had essure inserted. In august 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia. In august 2014, the patient was found to have weight decreased ("weight loss of 15 kg since aug-2014/ marked changes in weight"). On (B)(6)2014, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In november 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6)2014, the patient experienced the first episode of asthenia (seriousness criterion medically significant). On (B)(6)2015, the patient experienced cystitis ("cystitis"). In 2015, the patient experienced anxiety ("anxiety") and depression ("underlying syndrome of depression / was deeply affected physically and psychologically by what she experienced since essure placement"). On (B)(6)2015, the patient experienced the first episode of fatigue ("tired"). In september 2015, the patient experienced eczema ("episodes of eczema"). On (B)(6)2015, the patient experienced malaise ("malaise / vagal malaise in stres situation / recurring malaise / episodes of malaise"). In october 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6)2016, the patient experienced skin irritation ("irritation"). On (B)(6)2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6)2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit") and the second episode of asthenia ("weakness"). On (B)(6) 2016, the patient experienced the third episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In february 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6)2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On(B)(6)2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In may 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling with no specific signs in right uterin") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fungal infection ("yeast infection / mycosis") and sleep disorder ("sleep disorder") and was found to have weight increased ("weight gain of 20 kg despite healthy diet"). The patient was treated with antidepressants, anxiolytics, cefixime, duloxetine hydrochloride (cymbalta), nitrofurantoin (furadantine), nordazepam (nordaz) and surgery (bilateral salpingectomy on (B)(6)2017, with removal of inserts, complete removal of implant fragment and subtotal hysterectomy on (B)(6)2017 (leaving the cervix in place), without removing fallopian tubes). Essure was removed on (B)(6)2017. In 2014, the menorrhagia had resolved. In 2017, the syncope, the last episode of fatigue and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, complication of device removal, the last episode of asthenia, anaemia, anxiety, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, skin irritation, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia, nausea and weight increased outcome was unknown, the device breakage, escherichia urinary tract infection, malaise and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, anxiety, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, nausea, pain, pallor, procedural pain, pyrexia, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, visual impairment, weight decreased, weight increased, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia, the second episode of fatigue and the third episode of asthenia to be related to essure. The reporter commented: in the past, on (B)(6)2006, she had been fitted with mirena. On (B)(6)2007, the iud was removed due to metrorrhagia (case reference number bfr-2018-fr-(B)(4).). She underwent sterilization with the essure, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop patient¿s bleeding, which had started after placement of the mirena. However, the procedure failed since she continued to experience very heavy periods for 3 months. Essure inserts were placed in each tubal ostium: on the left, 2 trailing spires were in the uterine cavity and on the right, 1 trailing spire. The relief judge noted that her leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, it was noted that onset of her various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure. On (B)(6)2017, she consulted physician and suggested a possible link between placement of essure and her recurrent episodes of faintness. Between 2015 until (B)(6)2017, was on sick leave several times due to marked fatigue and recurrent episodes of faintness. After removal, she noted very clear improvement in her health status, and return to activities of a normal woman. Nowadays, she had a lot of difficulties to fall asleep. Her sleep is highly disturbed and nightmares related to the "loss" of her genitals organs are recurrent. Psychologist saw the patient on (B)(6)2018 for anxio-depressive disorder due to surgeries and which she was not able to accept. Psychotherapy will be initiate on (B)(6)-18. Thus, she decided to file an application to request designation of an expert capable of adjudicating on presence of a causal relationship between placement and use of essure and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - on (B)(6)2017: a non-negligible part of the inserts on the right and the left remain in place.. Culture urine - in april 2015: escherichia coli. Electrocardiogram ambulatory - on (B)(6)2016: the recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness.. Haemoglobin (g/dl) - on (B)(6)2015: 12.5 g/dl; on (B)(6)2015: 12.5 g/dl; on (B)(6)2016: 12.3 g/dl; on (B)(6)-2016: 12.4 g/dl. Platelet count (giga/l) - on (B)(6)2015: 219 giga/l; on (B)(6)2015: 227 giga/l; on (B)(6)2016: 260 giga/l; on (B)(6)2016: 280 giga/l; on (B)(6)2017: 232 giga/l; on(B)(6)2017: 320 giga/l. Smear cervix - on (B)(6)2014: no intra-epithelial lesions or malignancy.. Smear test - on (B)(6)2014: results: no intra-epithelial. Ultrasound pelvis - on (B)(6)2017: normal. Ultrasound scan - on an unknown date: unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. White blood cell count (/l) - on (B)(6)2015: 5400 /l; on (B)(6)2015: 4800 /l; on (B)(6)2016: 5100 /l; on (B)(6)2016: 5200 /l; on (B)(6)2017: 4900 /l. X-ray - on (B)(6)2017: results: presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts. Present. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: information received from regional commissions for conciliation and compensation via legal department: lab data information and the event "anxiety" were added, and the outcome of the event "malaise / vagal malaise in stres situation" was updated to "resolved"; new reporter added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('suspected intolerance to nickel in essure inserts'), pain ('pain'), abdominal pain ('abdominal pain following hysterectomy, x-ray found essure tubal inserts present'), device breakage ('fragment of essure found in tubes'), escherichia urinary tract infection ('recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection'), weakness worsened ('asthenia, persistent, aggravated by recurrent utis'), syncope ('recurrent episodes of faintness') and fatigue extreme ('major fatigue / under essure, she could not recover after rest, her fatigue was perfectly unusual and very disabling everyday') in a 43-year-old female patient who had essure (batch no. B72678 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy". The patient's medical history included chronic myeloid leukaemia in 2011, asthenia in 2011, breast biopsy in 2008, breast nodule in 2008, breast lump removal in 2008, multi gravida, parity 5 ((date of births: first child (female) on (B)(6) 1989, second child (male) on (B)(6) 1990, third child (male) on (B)(6) 1992, fourth child (female) on (B)(6) 1995, and fifth child, born on (B)(6) 1996. Adoption in (B)(6) 2008.), fatigue (was easy to fight before essure placement after a good night's sleep), hyperleukocytosis, spontaneous abortion (2 spontaneous abortions), smoker (30 cigarettes per day from 2009 to 2010 and then 10 per day since 2014) in 2010, vaginal delivery and alcohol use (occasional). From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. On an unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. No known allergy in (B)(6) 2014. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, attestation from optician: ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. It should be remembered that the indication for removal of the essure implants was not medically justified in this case, but in (B)(6) 2017 the lack of scientific relationship proved between essure and the multiple complaints of pharmacovigilance were not yet diffused. The removal indication may be similar to the precautionary principle. Previously administered products included for an unreported indication: cerazette (desogestrel), glivec (imatinib), 400 mg daily and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. Family history included family history of cancer (mother: breast cancer when she was 50-year-old), multiple sclerosis (mother) and bone cancer (mother). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. In 2014, the patient experienced depression ("underlying syndrome of depression / was deeply affected physically and psychologically by what she experienced since essure placement"). In (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and inflammation, 2 months 28 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight decreased ("weight loss of 15kg-18kg since (B)(6) 2014/ marked changes in weight"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion/ abundant periods"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced weakness worsened (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). In 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced tiredness ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). On (B)(6) 2015, the patient experienced presyncope ("malaise / vagal malaise in stres situation / recurring malaise / episodes of malaise"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced skin irritation ("irritation"). On (B)(6) 2016, the patient experienced fatigue extreme (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced feeling hot ("she was very hot"), nausea ("wanted to vomit") and weakness ("weakness"). On (B)(6) 2016, the patient experienced feelings of weakness ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling with no specific signs in right uterine"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), fungal infection ("yeast infection / mycosis"), sleep disorder ("sleep disorder"), dizziness ("repetitive dizziness") and persistent depressive disorder ("dysthymic syndrome") and was found to have weight increased ("weight gain of 20 kg despite healthy diet"). The patient was treated with antidepressants, anxiolytics, cefixime, duloxetine hydrochloride (cymbalta), nitrofurantoin (furadantine), nordazepam (nordaz) and surgery (complete removal of implant fragment and subtotal hysterectomy on (B)(6) 2017 (leaving the cervix) with tubes resection, without removing tubes). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia had resolved. In 2017, the syncope, fatigue extreme, tiredness and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, device breakage, escherichia urinary tract infection, weakness worsened, feelings of weakness, anaemia, presyncope, anxiety, cystitis, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, skin irritation, sleep disorder, snoring, sleep apnoea syndrome, eczema, feeling hot, nausea, weakness and weight increased had resolved, the complication of device removal, dizziness and persistent depressive disorder outcome was unknown and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, anxiety, complication of device removal, cystitis, depression, device breakage, dizziness, eczema, escherichia urinary tract infection, feeling hot, fungal infection, menorrhagia, nausea, pain, pallor, persistent depressive disorder, presyncope, procedural pain, skin irritation, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, tiredness, visual impairment, weakness worsened, weight decreased, weight increased, fatigue extreme, weakness and feelings of weakness to be related to essure. The reporter commented: on (B)(6) 2006, mirena had been inserted. On (B)(6) 2007, iud was removed due to metrorrhagia (case reference number (B)(4)). She underwent sterilization with the essure, at the same time, physician performed diagnostic hysteroscopy and novasure radiofrequency ablation. Novasure method was performed in order to stop patient¿s bleeding, which had started after placement of the mirena. However, the procedure failed since she continued to experience very heavy periods for 3 months. Essure inserts were placed in each tubal ostium: on the left, 2 trailing spires were in the uterine cavity and on the right, 1 trailing spire. It was noted that onset of her various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure. On (B)(6) 2017, she consulted physician and suggested a possible link between placement of essure and her recurrent episodes of faintness. Between 2015 until (B)(6) 2017 was on sick leave several times due to marked fatigue and recurrent episodes of faintness. After tubes resection and essure removal, she noted very clear improvement in her health status and returned to activities of a normal woman. Lawyer comment: this positive report for bayer rules out any causal relationship with the medical device and the alleged damage by the complainant. Ms. (B)(6) condition is not related to essure implants, but is related to patent depression diagnosed in 2014 for malaise and pre-menopause for gynecological manifestations (uterine bleeding). Other common pathologies and benigns occured over the period from 2014 to 2017, with no connection to the essure implant. It should be remembered that the indication for removal of the essure implants was not medically justified in this case, but in (B)(6) 2017 the lack of scientific relationship proved between essure and the multiple complaints of pharmacovigilance were not yet diffused. The removal indication may be similar to the precautionary principle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Computerised tomogram - on (B)(6) 2017: abdominal-pelvic CT scan - indication: study location of essure implants after hysterectomy. Conclusion: the 2 essure implants can be seen in the pelvic cavity in the center and slightly more left laterally.; on (B)(6) 2017: a non-negligible part of the inserts on the right and the left remain in place.. Culture urine - in (B)(6) 2015: escherichia coli. Electrocardiogram ambulatory - on (B)(6) 2016: the recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. Haemoglobin (g/dl) - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl. Nuclear magnetic resonance imaging - on (B)(6) 2019: cervical spine MRI scan - indicated for assessment of diffuse paraesthesia. Looking for any spinal cord compression. Conclusion: no spinal cord compression detectable. Platelet count (giga/l) - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l. Smear cervix - on (B)(6) 2014: no intra-epithelial lesions or malignancy. Smear test - on (B)(6) 2014: results: no intra-epithelial. Ultrasound pelvis - on (B)(6) 2017: normal. Ultrasound scan - on an unknown date: unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. White blood cell count (/l) - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l. X-ray - on (B)(6) 2017: results: presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts. Present. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2019: new reporters added. Depression onset date updated to 2014; reporter's assessment added. No valid lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed". The patient's past medical history included parity 5, breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, hyperleukocytosis and chronic myeloid leukaemia in 2011. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergies prior to placement of essure. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. Previously administered products included for an unreported indication: glivec (imatinib), 400 mg daily in 2011 and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). On (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and the first episode of asthenia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the first episode of fatigue ("tired"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), malaise ("malaise"), depression ("underlying syndrome of depression"), weight abnormal ("marked changes in weight") and fungal infection ("yeast infection"). The patient was treated with cefixime, nitrofurantoin (furadantine), antidepressants, anxiolytics, surgery (subtotal hysterectomy on (B)(6) 2017) and surgery (bilateral salpingectomy on (B)(6) 2017, with removal of inserts). Essure was removed on (B)(6) 2017. In 2017, the syncope and the last episode of fatigue had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, menorrhagia, complication of device removal, the last episode of asthenia, anaemia, malaise, stress, pallor, adnexa uteri cyst, depression, weight abnormal and fungal infection outcome was unknown, the escherichia urinary tract infection and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, complication of device removal, cystitis, depression, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, pain, pallor, stress, syncope, visual impairment, weight abnormal, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia and the second episode of fatigue to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with a mirena iud. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number (B)(4)). She underwent sterilization with the essure method, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Novasure method was performed in order to stop the patient¿s bleeding, which had started after placement of the mirena ius. However, the procedure failed since patient continued to experience very heavy menstrual periods for 3 months. The essure inserts were placed in each tubal ostium: on the left, two trailing spires were in the uterine cavity and on the right, one trailing spire. The relief judge noted that the patient¿s leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, the relief judge noted that onset of the patient¿s various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure inserts. On (B)(6) 2017, patient consulted physician and suggested a possible link between placement of the essure inserts and her recurrent episodes of faintness. Between 2015 and 2017, patient was on disability leave several times due to marked fatigue and recurrent episodes of faintness. After removal of the inserts, patient noted very clear improvement in her health status: no more episodes of faintness or of fatigue, return to activities of a normal woman, no more antidepressants or anxiolytics, no more urinary tract infections. Thus, considering herself to be a victim of the device, the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the presence of a causal relationship between placement and use of the essure device and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl; on (B)(6) 2017: 12 g/dl platelet count - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l smear test - on (B)(6) 2014: no intra-epithelial white blood cell count - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2014, she underwent a cervical smear, which found no intra-epithelial lesions or malignancy. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. The most recent urine culture from (B)(6) 2015 found escherichia coli. On (B)(6) 2016, physician stated: for the rest, urinary tract infection was confirmed with the presence of mannose-sensitive wild-type escherichia coli. On (B)(6) 2016, urine culture again tested positive. On (B)(6) 2014, the patient consulted physician who noted that: from a strictly haematological standpoint, there is no progression. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. In (B)(6) 2016, she underwent echocardiography, which did not find any abnormalities that could explain the recurrent episodes of faintness. On (B)(6) 2016, patient underwent holter ECG. The recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. Attestation from optician dated (B)(6) 2017: ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, the x-ray showed: ¿presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts present.¿ (B)(6) 2017, consultation and CT scan with enhancement: a non-negligible part of the inserts on the right and the left remain in place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 30-jan-2018 for the following meddra pts (excluding this case): allergy to metals: n° 365 cases were identified. Pain: n° 413 cases were identified. Abdominal pain: n° 1922 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2018: previous reported events were deleted: device removal, visual disturbances and gynaecological disorders. Insertion and removal details were provided. Conversely, the relief judge noted that onset of the patient¿s various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure inserts. Adverse events were reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("suspected intolerance to nickel in essure inserts"), pain ("pain"), abdominal pain ("abdominal pain following hysterectomy, x-ray found essure tubal inserts present"), device breakage ("physician confirmed that implant fragment were completely removed"), escherichia urinary tract infection ("recurrent utis/ presence of mannose-sensitive wild-type escherichia coli/ recurrent urinary tract infections/ several episodes of urinary tract infection"), the first episode of asthenia ("asthenia, persistent, aggravated"), syncope ("recurrent episodes of faintness") and the second episode of fatigue ("major fatigue") in a (B)(6) year-old female patient who had essure (batch no. B72678) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent sterilisation with the essure method with at the same time of diagnostic hysteroscopy and radiofrequency ablation with the novasure" and device monitoring procedure not performed "the 3-month confirmatory test was not performed". The patient's past medical history included parity 5, breast nodule (operated for resection of a nodule in the right breast) in 2008, asthenia in 2011, hyperleukocytosis, chronic myeloid leukaemia in 2011, breast lump removal in 2008, breast biopsy in 2008, spontaneous abortion (two) and smoker (10 cigarettes per day) in 2010. From 2008 to 2014, patient was followed by obstetrician-gynaecologist. On (B)(6) 2008, she underwent mammography, which found acr 2 on left and acr 3 on right due to fibro-adenoma. She also had a pap smear. On (B)(6) 2011, she consulted her haematologist-oncologist, who noted that she had ¿tenacious asthenia¿. Laboratory tests found hyperleucocytosis with elevated basophils. In (B)(6) 2011 platelet count: 20000. In (B)(6) 2011, chronic myeloid leukaemia was finally diagnosed ¿in view of asthenia, thrombocytosis and hyperleucocytosis at 20,000¿. She subsequently underwent follow-up every 6 months with her haematologist. Her disease became stable. No allergies prior to placement of essure. No allergic diathesis reported. Physician specified in the file that patient had ¿no allergies¿ prior to placement of the essure inserts. Previously administered products included for an unreported indication: cerazette (desogestrel) on (B)(6) 2013, glivec (imatinib), 400 mg daily in 2011, mirena from 2006 to 2007 and mirena from 2006 to 2007. Past adverse reactions to the above products included metrorrhagia with mirena and mirena. Family history included family history of cancer (mother: breast cancer when she was (B)(6) year-old). Concomitant products included imatinib mesilate (glivec) since 2011 for chronic myeloid leukaemia. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("very heavy menstrual periods for 3 month after insertion"). In (B)(6) 2014, the patient experienced snoring ("nocturnal snoring") and sleep apnoea syndrome ("suspicion of sleep apnoea syndrome"). On (B)(6) 2014, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant) with chromaturia and the first episode of asthenia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the first episode of fatigue ("tired"). In (B)(6) 2015, the patient experienced eczema ("episodes of eczema"). In (B)(6) 2015, the patient experienced syncope (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of fatigue (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pyrexia ("she was very hot"), nausea ("wanted to vomit ") and the second episode of asthenia ("weakness "). On (B)(6) 2016, the patient experienced the third episode of asthenia ("feeling loss of strength"), stress ("stress") and pallor ("pallor"). In (B)(6) 2017, the patient experienced procedural pain ("pain post sub total hysterectomy"). On (B)(6) 2017, the patient experienced complication of device removal ("only one essure device found/ left remain in place/ the right and left remain in place"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced visual impairment ("sudden reduction in vision in her right eye after placement of the essure inserts"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("vestigial right para-tubal cyst with inflammatory remodelling") with inflammation. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), anaemia ("anaemia"), malaise ("malaise"), depression ("underlying syndrome of depression"), weight decreased ("weight loss of 15 kg since (B)(6) 2014"), fungal infection ("yeast infection / mycosis"), skin disorder ("irritation") and sleep disorder ("sleep disorder"). The patient was treated with cefixime, nitrofurantoin (furadantine), antidepressants, anxiolytics, nordazepam (nordaz), surgery (subtotal hysterectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2017, with removal of inserts) and surgery (complete removal of implant fragment). Essure was removed on (B)(6) 2017. In 2017, the syncope, the last episode of fatigue and procedural pain had resolved. At the time of the report, the allergy to metals, pain, abdominal pain, menorrhagia, complication of device removal, the last episode of asthenia, anaemia, malaise, stress, pallor, adnexa uteri cyst, depression, weight decreased, fungal infection, sleep disorder, snoring, sleep apnoea syndrome, eczema, pyrexia and nausea outcome was unknown, the device breakage, escherichia urinary tract infection and cystitis had resolved and the visual impairment was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, complication of device removal, cystitis, depression, device breakage, eczema, escherichia urinary tract infection, fungal infection, malaise, menorrhagia, nausea, pain, pallor, procedural pain, pyrexia, skin disorder, sleep apnoea syndrome, sleep disorder, snoring, stress, syncope, visual impairment, weight decreased, the first episode of asthenia, the first episode of fatigue, the second episode of asthenia, the second episode of fatigue and the third episode of asthenia to be related to essure. The reporter commented: in the past, on (B)(6) 2006, she had been fitted with a mirena iud. On (B)(6) 2007, the iud was removed due to metrorrhagia (case reference number (B)(4)). She underwent sterilization with the essure method, at the same time, physician performed diagnostic hysteroscopy and radiofrequency ablation of the endometrial mucosa with the novasure method. Essure insertion took novasure method was performed in order to stop the patient¿s bleeding, which had started after placement of the mirena ius. However, the procedure failed since patient continued to experience very heavy menstrual periods for 3 months. The essure inserts were placed in each tubal ostium: on the left, two trailing spires were in the uterine cavity and on the right, one trailing spire. The relief judge noted that the patient¿s leukaemia had been perfectly stable for several years and that the symptoms that started following placement of the essure were not related to that disease. Conversely, the relief judge noted that onset of the patient¿s various symptoms coincided, from a chronological standpoint, with placement and wearing of the essure inserts. On (B)(6) 2017, patient consulted physician and suggested a possible link between placement of the essure inserts and her recurrent episodes of faintness. Between 2015 and 2017, patient was on disability leave several times due to marked fatigue and recurrent episodes of faintness. After removal of the inserts, patient noted very clear improvement in her health status: no more episodes of faintness or of fatigue, return to activities of a normal woman, no more antidepressants or anxiolytics, no more urinary tract infections. Thus, considering herself to be a victim of the device, the plaintiff has decided to file an application with the courts to request the designation of an expert capable of adjudicating on the presence of a causal relationship between placement and use of the essure device and the numerous disorders she developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Haemoglobin - on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2015: 12.5 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 12.4 g/dl; on (B)(6) 2017: 12 g/dl platelet count - on (B)(6) 2015: 219 giga/l; on (B)(6) 2015: 227 giga/l; on (B)(6) 2016: 260 giga/l; on (B)(6) 2016: 280 giga/l; on (B)(6) 2017: 232 giga/l; on (B)(6) 2017: 320 giga/l (normal) smear test - on (B)(6) 2014: no intra-epithelial white blood cell count - on (B)(6) 2015: 5400 /l; on (B)(6) 2015: 4800 /l; on (B)(6) 2016: 5100 /l; on (B)(6) 2016: 5200 /l; on (B)(6) 2017: 4900 /l the 3-month confirmatory test was not performed, and the position of the inserts was therefore not checked, nor was their efficacy. Unspecified date after insertion, ultrasound: essure in place, ostia, fallopian tube, voluminous cervix. Unspecified date, myometrium normal, endometrium ulcerated and atrophic. No endometritis or endometriosis. On (B)(6) 2014, insertion procedure lasted 20 minutes, insignificant bleeding, nothing to report. Recovery uneventful, patient discharged. On (B)(6) 2014, pathological anatomy examination of the curettage specimen concluded to hypertrophic endometrium with no atypical cells and no histological signs of malignancy. On (B)(6) 2014, she underwent a cervical smear, which found no intra-epithelial lesions or malignancy. On (B)(6) 2014, the patient consulted physician who noted that: from a strictly haematological standpoint, there is no progression. On (B)(6) 2015, physician noted: ¿she has no functional haematological signs.¿ the haematological test results remained unchanged. In (B)(6) 2015, the most recent urine culture found escherichia coli. On (B)(6) 2016, concerning follow-up on her leukaemia, physician noted that patient had no sweating and no functional haematological signs. Physical examination found no swollen lymph nodes and no spleen or liver enlargement. On (B)(6) 2016, physician confirmed that there was no thyroid function disorder. On (B)(6) 2016, physician stated: for the rest, urinary tract infection was confirmed with the presence of mannose-sensitive wild-type escherichia coli. In (B)(6) 2016, she underwent echocardiography, which did not find any abnormalities that could explain the recurrent episodes of faintness. On (B)(6) 2016, patient underwent holter ECG. The recording proved to be reassuring and did not show any significant rhythm disorder that might explain the episodes of faintness. Physician concluded: there is no evidence to suggest a cardiac origin for the episodes of faintness. On (B)(6) 2016, urine culture again tested positive. On (B)(6) 2017: the operative report stated: ¿hysterectomy specimen sent to pathological anatomy after verification of the presence of the two inserts in the uterine cornua. The pathological anatomy report from (B)(6) 2017 stated: only one essure device found. On (B)(6) 2017, the x-ray showed: ¿presence of faecal residue along the entire colon and, in particular, in the lower caecum. No distension, normal gas pattern. Essure tubal inserts present.¿ on (B)(6) 2017, consultation and CT scan with enhancement: a non-negligible part of the inserts on the right and the left remain in place. On (B)(6) 2017, attestation from optician : ¿right eye: -3.25 add 1.50¿ and progressed to ¿right eye: -3.25 (+0.25)170 add 1.50¿ following the examination on (B)(6) 2017. On an unspecified date, physician confirmed that implant fragment were completely removed. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2018: medical history, concomitant/treatment medication and events added (device breakage, irritation, sleep disorder, nocturnal snoring, suspicion of sleep apnoea syndrome, episodes of eczema, pain post sub total hysterectomy, she was very hot, wanted to vomit, weakness); event weight change clarified as weight loss. Essure lot number provided: b72678. Incident: there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.